Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic lobectomy procedure, there was poor staple formation and the distal staple line was incomplete. There was no patient injury.